Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not functioning. Contact stated that the customer had a blood glucose (bg) level of 319 (mg/dl), and the contact was trying to administer a correction bolus with the pump to treat the bg level. Reportedly, the contact stated that they were continuously holding the wake button down due to the button not responding very well, and subsequently, received a button alarm. Contact reported that the bolus was delivered successfully, however, the button alarms continued to occur even when the button was not being pressed down. Contact reported that the button felt and appeared to be stuck. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, customer will revert to insulin injections for alternate insulin therapy.